Event description:
Information was received from a healthcare facility (hcp) via manufacturer representative regarding spinal product which is used in nail removal spinal therapy. It was reported that upon checking the x-ray after the nail removal, it appeared that a wire-like object was lodged in the patient. No further complications or symptoms were reported. Additional information was received via manufacturer representative that when the screw was checked after removal, the wire protruded from the hole in the head of one screw. Additional information was received via manufacturer representative that the device explantation was done due to bone fusion. The implant date and explant date are (B)(6) 2022 and (B)(6) 2023. Additional information was received via manufacturer representative that there is no additional surgery planned or scheduled for the removal.

Manufacturer narrative:
H11: this regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.